Event description:
It was reported that during a da vinci si myomectomy procedure, when the surgical staff removed the monopolar curved scissors (mcs) instrument, the tip cover accessory was not installed. The patient's abdomen was searched and the tip cover accessory was found and removed laparoscopically. A replacement tip cover accessory was placed on the mcs instrument and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Multiple attempts have been made to obtain additional information from the site, however as of the date of this report no additional information has been provided, therefore the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.